Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reports multiple system messages displayed during a procedure. The procedure was completed using an alternate system with no harm to the pt.